Event description:
Reporter alleged blood glucose measured 260 mg/dl back to back with a result of 204 mg/dl when testing was performed within 2 minutes of each other. It was stated when checking the meter memory, back to back results of 204 mg/dl compared to a result of 477 mg/dl was performed. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.